Manufacturer narrative:
One device was received for evaluation. Customer reported issue of dso seal delaminated, confirmed through visual inspection. Upon further investigation found uso seal delaminated. Replaced dso seal and uso seal. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
The device evaluation identified damaged dso seal delaminated, uso seal delaminated. There was no patient involvement.